Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a drawer failed, and it would only open about two inches. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer failed, and it would only open about 2 inches. A field service engineer fixed the latch sensor on drawer 4.2 since it was catching on the divider between two half-height drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.